Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information received, it was reported that during the surgery of meniscus repair, after 1st firing, could not fire again. No additional information could be provided. Upon visual inspection of the photo, it was observed that only one implant attached in suture, it appeared to be deployed. The suture was frayed and broken. Finally, it was identified that the needle was bent. Based on the visual inspection of the photo, this complaint can be confirmed. Hands on analysis should provide the evidence necessary to confirm the root cause. Based on the condition of the device received, this complaint can be confirmed. The possible root cause of the failure reported could be the over-penetration during insertion which have caused blocking insertion of the implant; when this occurred may have felt resistance and the needle may have been damaged while inserting the anchor beyond its intended use leading to mechanical deformation. For the damage in the suture, the possible hypothesis could be that the user used snaps or other instrument to pull suture without wrapping the suture around the snaps creates a stress point on the suture, resulting in breaking it. As per IFU during insertion is important to use a calibrated probe, measure the width of the meniscal tissue to be repaired. Also, use a malleable graft retractor to protect the implants and suture from getting caught on soft tissue, including the fat pad, during insertion into the knee. Use caution when tensioning the suture. Over tensioning may cause suture or implant breakage. Also, when pull the free suture leg with continuous force and a smooth motion; it is important to minimize any starts and stops for optimal tensioning results. A manufacturing record evaluation was performed for the finished device lot number:7l76256, and no nonconformances were identified. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot that were released to distribution. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during a meniscal repair procedure on (B)(6) 2021, it was observed that the omnispan meniscal repair 27deg device would not fire again after the first firing. Another like device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.